Event description:
The rn was preparing to apply a heel warmer to a patient. The heel warmer was squeezed to activate per instruction on the bag. The bag exploded upward and got all over the rn's right side (neck, ear, hair, chest and leg). The rn's neck reddened from contact and there are no marks on the skin.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.